Event description:
The customer contact reported an operator error in programming the device resulting in the pt receiving more medication than intended. At an unspecified time, the pump was programmed in the post anesthesia unit (pacu) to deliver hydromorphone 1mg/ml, in the pca only mode, with 0.5mg pca dose, a 30 min pt lockout, and a 6mg four hour dose limit. The pt was on oxygen 3l/min per nasal cannula. The customer stated, "after approximately 30 minutes of uneventful recovery period, the pt had a sudden onset of low blood pressure and a decreased level of consciousness." At 1027, the pt was noted to have a systolic blood pressure (bp) of 82mmhg, a o2 saturation of 94%, and was reported to be awake but drowsy. The physician was notified. The pt was treated with an unspecified concentration of narcan, unspecified vasopressors and IV fluids, and was placed in the supine position. After an unspecified length of time, the pt was alert with an oxygen saturation of 100%. The pt was stabilized and was subsequently transferred to the intensive care unit for further monitoring. On an unspecified date, the pt was discharged to a rehab facility. The pump was removed from clinical service. During testing at the user facility, the pump passed testing. After a review of the pump history at the user facility, it was found the pump was programmed to deliver a 5mg pca dose instead of the intended 0.5mg pca dose. It was also reported that the pt pendant was inadvertently touched by the clinician results in the pt receiving an unintended 5 mg dose prior to the event. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The history was downloaded at the user facility. A review of the pump history indicated that on (B)(4) 2010 at 0955, the device was powered on and history cleared. At 0956, pump was programmed to delivery hydromorphone 1mg/ml in the cca wh pca, in the pca only mode, with a 5mg pca dose, a 30min pt lockout and a 6mg four hour dose limit, settings confirmed, door locked, and infusion started. At 1017, there was one 5mg pt initiated delivery. Between 1024 and 1025, door opened and pump reprogrammed to deliver a 0.5mg loading dose, loading dose confirmed, loading dose start, check vial alarm, loading dose stop 0.3mg, check syringe alarm and pump powered off and on . At 1026, confirm hydromorphone 1mg/ml confirmed and the pump reprogrammed to deliver in the cca pca setting with a 5mg pca dose, a 30min pt lockout, and a 6mg four hour dose limit and powered off. At 1027, powered on, 5.3mg total cleared, history cleared, a new pt selected and pump was reprogrammed with a 0.5mg pca dose, settings confirmed, door locked & infusion started. Between 1116 and 1119, door opened and locked 4 times, check vial alarm, 2 check syringe alarms, check settings alarm, bar code not read alarm, check injector alarm, hydromorphone 1mg/ml confirmed, setting retained and confirmed, and infusion started 3 times. At 1133, the door was opened and locked and infusion started. At 1208, low battery alarm. Between 1222 and 1224, door opened 2 times, locked, check vial alarm, check syringe alarm, check settings alarm and powered off. The history indicates that the pump delivered as programmed. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).